Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a lower gastrointestinal hemorrhage on (B)(6) 2021. The patient was noted to be on warfarin and aspirin at the time of the event. The patient was admitted to the hospital on (B)(6) 2021. Several red cell concentrate (rcc) blood transfusions were administered on (B)(6) 2021. The patient was discharged on (B)(6)2021.